Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 586 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a correction bolus via pump to address bg level. Customer updated their settings to address the event.